Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1.5 months after the dental implant was installed in intraoral region #30 it was verified its nonosseointegration. Patient presented bone type iii.,